Event description:
The meter displayed an error 1 message. The pt did not experience any symptoms at the time of testing. The pt was taken to the hosp and did not receive any treatment. There is no info on what the pt's blood glucose reading was in the hosp. The technique of applying blood on the test strip was correct. The battery compartment was in good condition. The pt retested with customer svc and the error 1 message still appeared. Based on the info provided, this case is being reported as a malfunction, since the error 1 message was not resolved.